Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic torn with fribre on lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. The lens was implanted, removed and replaced with the same model power and length lens and the problem was resolved. The cause of the event was reported as unknown.